Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was corroded in the area where the cartridge is loaded and it has been increasingly difficult to load a cartridge. Due to the time it takes to load the cartridge and the related stress, the customer's blood glucose (bg) level was 400 mg/dl. Boluses via the pump were used to address the bg level.